Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor memorygel, 375cc silicone breast implants which bilaterally ruptured after implantation. As a result patient scheduled for removal on (B)(6) 2020. This report is for the left side.

Manufacturer narrative:
Additional information received on 1/21/2020, indicated that the date of explantation is updated to 1/30/2020. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 2/14/2020 indicated that the patient underwent bilateral removal and replacement as follow: left replaced with cat#: 3504254bc, sn#: (B)(4), and right replaced with cat#: 3504254bc, sn#: (B)(4). Manufacturer¿s reference number: (B)(4).